Event description:
The pt reported that she tested her blood glucose at lunch and it was 127 mg/dl. She reported that around 6pm she bolused 8.5 units of humalog. At about 7:30pm, her blood glucose was 257 mg/dl. She stated that she bolused an additional 2 units of insulin. The pt then disconnected from her site and attempted a prime. She indicated that it took 11 units of insulin to prime the infusion device. She reported that she did not observe any air bubbles in the infusion set tubing or cartridge. The pt reconnected to her site. The pt did not require assistance from a health care professional or second party to address the issue. The product was replaced and requested to be returned for eval.